Event description:
Customer states the unit is alarming. This line was added to this ra by (B)(6) on (B)(6) 2014. Customer sent this unit in with other units on this ra. It was not on the ra originally.